Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. During the grasp attempt the physician became stuck on septal leaflet. The septal leaflet appeared stuck in the apex of the clip when the grasp was released. The clip was inverted and the leaflet was still stuck. The physician went away from the septal leaflet, then toward the leaflet and could not become unstuck. The clip arms were closed slightly from inverted (about 120 degrees) and the physician attempted the same maneuvers and could not become unstuck. They decided to try and make a grasp before causing any trauma to the leaflets. They ended up getting a grasp on the septal and anterior leaflet and saw tr reduction. The clip was stable on deployment. They physicians then placed another clip immediately posterior to the first clip, reducing tr to trace.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported entrapment of device (septal leaflet stuck in the apex of the clip). The reported unexpected medical intervention was a result of case-specific circumstance as the clip was deployed at an unintended location. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4. During the grasp attempt the physician became stuck on septal leaflet. The septal leaflet appeared stuck in the apex of the clip when the grasp was released. The clip was inverted and the leaflet was still stuck. The physician went away from the septal leaflet, then toward the leaflet and could not become unstuck. The clip arms were closed slightly from inverted (about 120 degrees) and the physician attempted the same maneuvers and could not become unstuck. They decided to try and make a grasp before causing any trauma to the leaflets. They ended up getting a grasp on the septal and anterior leaflet and saw tr reduction. The clip was stable on deployment. They physicians then placed another clip immediately posterior to the first clip, reducing tr to trace.